Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015 (case# (B)(4), awareness date 13-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2009. During the 4 years she had essure in her body, she experienced pelvic pain constantly, ovarian cysts, anxiety, panic attacks, numbness in hands and arms, severe back pain, bacterial vaginosis, blood clots during 10-12 day bleeding cycles, heavy bleeding during period between 10-12 days long and irregular cycle, pelvic pain intensifying around period and ovulation, bowel issues, breast pain, heartburn, cramps in legs, depression, severe bloating (6 month pregnant looking bloating), fatigue, severe migraines, hot flashes, insomnia, sharp stabbing pain in area where her fallopian tubes and essure coils should be, weight gain 60 lbs, rash around her pelvic area, down her thighs, on her arms and across her breasts, and severe joint pain. In (B)(6) 2013 she had essure coils removed. 99% of the side effects disappeared. The remaining side effect was the 60 pounds weight gain that she was slowly losing. Product technical complaint (ptc) investigation result received on 03-sep-2015: bayer ptc global reference number is (B)(4). Final assessment: since no product was returned for investigation, they were unable to perform an investigation of the actual device involved in this complaint. Typically, they would inspect the micro-insert to look for any manufacturing deficiencies. Since they have no valid lot number for this case, they were unable to conduct a review of the manufacturing batch record. They are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and during the time she had the device experienced pelvic pain constantly. She had essure removed 4 years after insertion and the pain disappeared. This event was considered serious due to medical significance and is listed in the reference safety information for essure. Pelvic pain may occur after essure insertion. Given the positive temporal relationship, nature of the reported event and considering that the pain resolved after essure removal, causality with the suspect insert cannot be excluded. Non-serious events were also reported. Since essure removal was reported, this case was regarded as incident (required intervention implied). According to technical analysis no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded "unconfirmed quality defect". Based on the available information, there is no relationship between the reported medical events and a quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.